Event description:
It was reported that the right ventricular (rv) pacing lead impedance was reading out of range high and that there was no capture at full output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator, implanted: (B)(6) 2010. A 407652 implantable pacing lead, (B)(6) 2010. (B)(4).